Manufacturer narrative:
The t:slim pump user guide states, "caution it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer requested assistance updating pump time due to daylight savings time change 6 days prior. There was no adverse impact to customer's blood glucose. Pump time was updated successfully.